Manufacturer narrative:
A ge service representative performed an onsite investigation. The controller circuit board was replaced and the 5v power supply was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that while on stand by, the unit made a noise as if it were performing fluoroscopy. No pt injury was reported.